Event description:
It was reported that this right ventricular (rv) lead is exhibiting shock lead impedance high out of range after a ventricular tachycardia (vt) ablation. Technical services (ts) was consulted and explained measurements went back to normal and no noise is present. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.